Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell due to syncope and broke their neck. The patient remains intubated in the intensive care unit. The monitor showed that the pacing rates were lower than what was programmed for the patient. No intervention is planned at this time, due to patient's condition.

Event description:
It was later reported that oversensing may have been occurring on the ventricular lead and the sensitivity was reprogrammed. The physician later stated that the monitor might have been the reason for the low pacing rate problem as it had a "defect." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).